Manufacturer narrative:
Device evaluation: the batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 hydro gw stf std an180-035; returned coiled, loose, accompanied by a 20.35 cm length of detached polymer jacket and the balloon catheter and double-bagged within "zip-lock" style poly biohazard pouches. The specimen was subjected to visual and tactile examination. The specimen coating appears visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presents polymer jacket removal, exposing the underlying metallic core wire 8.35 to 54.05 cm from the distal tip. The detached polymer jacket segment has been turned inside-out during its removal from the wire. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. The damage presented does appear consistent with the wire having been manipulated while in a constraint condition. As note in the warnings portion of the device instructions for use (dfu), "to prevent possible tissue damage, care should be taken when manipulating a device over a zipwire¿ hydrophilic guide wire during the device's placement and withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, remove the zipwire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, clinical and procedural factors appear to have impacted on the event as reported. If any further relevant information is provided, a follow up medwatch report will be filed.

Event description:
The physician said the balloon stuck on the wire and they flushed with the balloon and the wire. When they pulled the balloon back, the wire coating got stripped off, the hydrophilic coating. They pulled a competitive wire comparable wire and a second balloon to complete the procedure. Dr believed they used a merit wire and a conquest balloon which is the first balloon is a conquest as well, a bard conquest balloon. But the coating came off in multiple places. This happened during procedure and the device entered the patient's body. No patient complication. Patient is fine.